Event description:
The user facility reports that the distraction screw broke in half during an anterior cervical discectomy with fusion when the physician was attempting to remove the screw. It was further reported that the physician decided to leave the portion of the screw that was embedded in the c5 vertebral body there, as it did not pose any potential harm to the patient. The remaining piece is available for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.